Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on the review of medical records, the pt underwent repair of a recurrent ventral incisional hernia using composix kugel on (B)(6) 2007. There is no info in the medical records following the implant of composix kugel on (B)(6) 2007. Based on the info received, there is no indication of a device failure or pt related issue following implant of the composix kugel mesh. Info related to the recalled composix kugel mesh implanted on (B)(6) 2003 was reported in accordance with rae (B)(4).

Event description:
Based on the review of medical records provided by patient's attorney: (B)(6) 2003 - pt underwent repair of recurrent incisional hernia x2 using one composix kugel mesh. Two fascia defects were noted. On (B)(6) 2003 - pt experiencing abdomen discomfort and swelling, fluid was aspirated. On (B)(6) 2003 - pt underwent drainage of abdominal wall abscess. On (B)(6) 2004 - pt presented to emergency room with drainage from abdominal wound. Pt underwent repair of recurrent incisional hernia and excision of infected composix kugel mesh. Repair was completed using a non-bard product. On (B)(6) 2007 - pt underwent repair of recurrent ventral incisional hernia with composix kugel mesh.